Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse proactively replaced the ac input assembly. System check and quality controls were run, resulting within range. The cause of flames and smoke being emitted from the instrument is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument observed flames and smoke being emitted from the instrument. The operator powered off the instrument. There were no reports of adverse health consequences due to the flame and smoke emitted from the instrument.